Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. Customer¿s blood glucose value was 104 mg/dl. The usb cable and adapter were replaced to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.